Manufacturer narrative:
Manufacturing date: january 11, 2017 ¿ january 13, 2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image showed a pool of liquid inside the overpouch. The reported condition was verified, but the cause could not be determined from the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the inner over pouch upon receipt of product. This was identified prior to use. The pump was filled with 6000mg of cefazolin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.